Event description:
Tip of the ureteral catheter broke off in the pt's kidney. The catheter was beng used in the right kidney on a pt with kidney stones during shock wave lithotripsy. A ureteral stent was also placed. The tip of the catheter was retrieved during the initial procedure via ureteroscopy. No further complcations were reported.